Event description:
Additional information was received from the patient who reported that they had a catheter revision in (B)(6) and had fluid around their pump that the doctor had to drain out since.

Manufacturer narrative:
Continuation of d10: product ID 8782; serial# (B)(6); implanted: (B)(6) 2023; product type catheter; product ID 8784; serial# (B)(6); implanted: (B)(6) 2023; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782; serial/lot# (B)(6); ubd 2025-07-14; UDI# (B)(4); section d information references the main component of the system. Other relevant device(s) are: product ID: 8784; serial/lot# (B)(6); ubd 2025-08-02; UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that they were having an issue with their pump and the catheter  was messed up. The patient stated they had a spinal fluid leak. They had magnetic resonance imaging (MRI) in (B)(6) 2023 which was painful. The patient stated that they started to have fluid buildup around the pump and have had multiple fluid draws. They have been fainting and have had a spinal cord fluid headache. The healthcare provider (hcp) told the patient that they were experiencing a combination of spinal fluid leak and withdrawal symptoms. The patient mentioned they have had the pump medication changed three times. They were supposed to have a revision tomorrow. An agent advised to have hcps contact medtronic as needed regarding tests/procedures etc.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter; .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.